Event description:
A report was received that the patient was experiencing nocturnal paroxysmal dyspnea and hypotension. The patient's medication was changed and the event resolved.

Event description:
A report was received that the patient was experiencing nocturnal paroxysmal dyspnea and hypotension. The patient's medication was changed and the event resolved.

Manufacturer narrative:
Additional information was received that the event of nocturnal paroxysmal dyspnea was not device related. Update to initial MDR field:

Event description:
A report was received that the patient was experiencing nocturnal paroxysmal dyspnea and hypotension. The patient's medication was changed and the event resolved.

Event description:
A report was received that the patient was experiencing nocturnal paroxysmal dyspnea and hypotension. The patient's medication was changed and the event resolved.

Manufacturer narrative:
Additional information was received that on (B)(6) 2013 the patient experienced an event of device related nocturnal paroxysmal dyspnea. The patient was hospitalized and was administered intravenous levosimendan. The event is resolving and the patient is recovering.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing nocturnal paroxysmal dyspnea and hypotension. The patient's medication was changed and the event resolved.

Manufacturer narrative:
Additional information was received that during the patient's hospital stay, the patient's ivabradine was suspended and rosuvastatin was reduced.